Manufacturer narrative:
D4 & h4: serial number, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing. A technical support specialist dialed into the server and checked patient information in electronic protected health information (ephi), verified the visit the status in patient encounter system (pes). Tss logged in and checked the provided visit identification (ID), which showed the patient as discharged and the station settings revealed a 2-hour delay was set for discharge after the recorded date and time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had multiple patients not crossing from server to station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.